Manufacturer narrative:
The device was not returned to olympus for evaluation, and the reported failure could not be identified. Based on the results of the investigation, the following factors may have contributed to the tip cover detachment: ·use of a defective tip cover (deformed, cracked, pinholed, etc.) Caused it to detach due to external stress from the body or during mouthpiece interference. ·the tip cover was not securely attached (e.g., the protrusion on the scope tip ring was not engaged within the tip cover opening). The event can be detected and prevented by following the instructions for use, which state: instructions evis lucera elite duodenovideoscope olympus tjf-q290v operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope: - 3.4 preparation and inspection of accessories, - 3.5 attaching accessories to the endoscope - important information ¿ please read before use. For tip cover attachment/detachment procedures, refer to "tip cover usage instructions maj-2315 (for tjf-q290v)": please ensure a thorough visual inspection of the tip cover before attaching the scope and perform post-attachment checks (including twisting and pulling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope distal end cover fell off inside the patient's oral cavity and was retrieved immediately. The issue was found while the device was inside the patient during sedation for a colonoscopy diagnostic procedure. The procedure was completed using the same device. There were no reports of patient harm.